Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on up arrow and down arrow button. Electrical board connector was inspected and locked on lcd board. No button error alarm during testing. Device received with rf pic failed self test alarm during self test due to faulty board. Device passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, occlusion test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test. Device received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump failed self-test. The customer¿s blood glucose was 386 mg/dl at the time of incident. No significant events leading to keypad anomaly were observed. The customer was assisted with trouble shooting and pump did not pass the self test. There was no need to trouble shoot high blood glucose values due to cause of inoperable pump. High blood glucose values was treated with insulin and manual injection. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.